Event description:
It was reported that there was high impedance and a possible lead fracture. The svc (superior vena cava) defibrillation coil was pr ogrammed off, and the remainder of the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419688 lead implanted: (B)(6) 2010; 5076-52 lead implanted: (B)(6) 2010. (B)(4).